Event description:
It was reported that a user¿s dexcom g7 intermittently lost connection to the ilet, resulting in no glucose readings on the ilet, and pairing required multiple attempts with sensor start, bluetooth toggle, and device restart; this aligns with an intermittent communication failure involving the antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the cgm and the ilet that manifested as intermittent communication failure with involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and cause was a temporary loss of sensor signal.